Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experiencing high blood glucose. Blood glucose level at the time of the incident was 459 mg/dl. Customer stated other blood glucose value was 250 mg/dl. Customer was treated with insulin pump. Customer did not allege insulin pump was under delivering. Customer was performed self test and high pressure test and it was passed. The customer refused to troubleshoot for the high blood glucose incident. Customer was using auto mode. The insulin pump will not be returned for analysis.